Event description:
It was reported by the customer that during a shoulder arthroscopy the tap broke in the patient's shoulder joint. It was also reported the broken portion was removed without injury to the patient.